Event description:
Healthcare professional reported right side deformation and damage of the device diagnosed by MRI and ultrasound. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deformation: observed deformation on the device. Rupture: not observed openings during the analysis. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "damage of the device" (rupture).

Event description:
Healthcare professional reported right side deformation and damage of the device, diagnosed by MRI and ultrasound. The device has been explanted and replaced.